Event description:
The reporting facility requested service on this device based upon a report that the pt requested a pca dose by pushing the button but the button did not function. The facility's rep stated that there was no report of any pt injury or medical intervention resulting from this situation. Details regarding the medication involved, device programming and pt demographics were not available from the facility's rep.